Manufacturer narrative:
Results: visual inspection of the product found one haptic torn off. There was also evidence of surgucal residue. An investigation is in progress for lens tears under (B)(4).

Event description:
The trailing haptic of an aq2003v model lens tore while it was being inserted. The lens was implanted and removed with no pt injury or complications.